Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse used download app to reprogram system to current software level. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that a technical support engineer (tse) received a call from a customer outside of procedures regarding a failed p1.2.2 dut update. The customer mentioned receiving an 'update failed' message on console 2. In response, the customer attempted to reboot the system and reseat the blue fiber cables. Despite these efforts, the system powered on with non-recoverable errors. It was noted that the tower and robot seemed to have updated to p1.2.2 software, but the consoles did not update successfully. The customer reported event has no report of patient injury.